Event description:
It was reported that the patient presented for an initial implant. During the procedure, the helix of the right ventricular lead would extend and retract with lead manipulation. It was noted that the helix would move without requiring the use of the screw. The lead was not used. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.